Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump stopped working but now its fine. Customer stated about three days prior the call the device had alarmed motor error but replacing the set made it work again. Troubleshooting for blank display was performed and condensation was noted under the screen. The customer's blood glucose was 187 mg/dl. The customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No motor error alarm was noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump was monitored for 24 hours, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.